Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161407/10290770 and pxc141200/10369681. Code-the review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. Code-according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection and surgical conversation. Attempt(s) to acquire information for this form were made by gore.

Event description:
On (B)(6) 2012, the patient was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2013, the three gore devices were explanted due to infection.